Event description:
It was reported that tip detachment occurred. The target lesion was located in the tibial artery. A 014/300/sst platinum plus guidewire was selected for use. However, during removal, the tip of the wire broke off. The piece of the wire was then removed using a gooseneck snare. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the tibial artery. A 014/300/sst platinum plus guidewire was selected for use. However, during removal, the tip of the wire broke off. The piece of the wire was then removed using a gooseneck snare. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device returned has the spring tip damage (unraveled). The outer diameter at the proximal, middle and distal sections were found within specification.